Manufacturer narrative:
Investigation summary: customer returned (200) sealed bd alcohol swabs (100 from line 5, 100 from line 6) with the shelf cartons from lot # 9163840. Customer states that the alcohol presents the same spots and haloes that appear in the blisters. All returned swabs were examined and 23 out of 100 swabs from line 5 and 31 out of 100 swabs from line 6 exhibited stains on the swab packet caused by leaking alcohol through a channel in the swab packet. This could lead to the swab pad being dry as well. Manufacturing has opened CAPA (B)(4) to address this issue and lot # 9163840 was manufactured prior to implementation of the CAPA. A review of the device history record was completed for batch #9163840. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time.

Event description:
It was reported that foreign "spots and halos" were found on the swab alcohol 100 bx 1200 spain before use. The following information was provided by the initial reporter, translated from spanish to english: "in turn, we would like to inform you that at the time of replenishment by another lot, 9163840, the alcohol presents the same spots and haloes that appear in the blisters."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign "spots and halos" were found on the swab alcohol 100 bx 1200 (B)(6) before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in turn, we would like to inform you that at the time of replenishment by another lot, 9163840, the alcohol presents the same spots and haloes that appear in the blisters."